Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the water tank gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.

Manufacturer narrative:
Date of event was unknown. The complaint is that the device leaking was verified. Performed a visual inspection, filled reservoir with water, attached temp check e5579 due date apr 2025, plugged in line cord, and turned on power. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had leaking and did not seem to work properly. There were unknown patient harm or adverse events reported as a result of the event.